Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the device failed. Confirmation of the allegation and a root cause was not determined as there was no voltage.